Event description:
It was reported that during a coronary drug eluting stenting procedure, stent dislodgement and stent damage occurred. The physician predilated the calcified vessel with a 2.5x15mm maverick balloon. The physician then tried to cross the lesion with a taxus express2 2.75x32mm drug eluting stent, but the struts lifted and the stent separated from the balloon. The stent was inside the guide catheter. The stent and stent delivery system were safely removed from the patient and the procedure was completed with a 2.5x20mm driver stent. No patient complications were reported. Patient status is satisfactory.